Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250-540 (mg/dl) with trace ketones over the past few days. A correction bolus via the pump was delivered to address bg however the customer's bg level remained elevated. Reportedly, the customer disconnected from the pump and ran insulin through the tubing however no insulin was observed exiting the tubing. A manual injection was administered to address bg level. Tandem technical support assisted the customer with loading a new cartridge onto the pump and resuming insulin deliver. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.